Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2021. The patient was in stable condition post-procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited a gradual increase in pacing impedance. On (B)(6) 2020 patient presented in clinic for a follow-up. Upon review it was discovered that the lead was noted to have inadequate capture and high pacing lead impedance. Programming changes were performed. The patient was in stable condition.